Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a blue screen suddenly appear. The hospital immediately replaced it with cs100, causing no personal injury to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b4, d8, d9, e1 initial reporter, telephone number, e2, e3, g3, g6, h2, h6, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
Na.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the pneumatic module assembly and the backplane pcb. The fse performed factory specified tests. The iabp was returned to the customer for use.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h6, h11.

Event description:
N/a.